Manufacturer narrative:
(B)(4). Analysis of the downloaded ipg database indicates the impedance history, program usage, compliance voltages, hibernation and magnet resent counters are within normal operating specifications.

Event description:
It was reported that the early replacement indicator displayed on the patients remote approximately 7 months after being implanted. The transition period between receiving this message and the end of service message was approximately 1 week. Physician stated that there were no issues with stimulation and no early replacement indicator message when the patient was seen a month prior. An analysis of the database downloaded from the ipg revealed that it was operating within normal specifications. Patient underwent a revision procedure. No further information has been reported.

Manufacturer narrative:
The returned ipg was not functional when it was received in the lab. An internal electrical test revealed that the battery was completely depleted due to excessive current leakage caused by the damage in asic u2. The database analysis was performed using an external power source after removing the depleted battery. Data showed there was a significant battery drop, from 3.009 volts to 2.865 volts (timestamp 6691281), following the implant procedure. The ipg was in service for 206 days (about 7 months) with an eui of 7.0, which has an approximate battery longevity of about 64 months per the instructions for use. Exposing the ipg to high-voltage transients or high rf energy can cause this type of damage. It could not be determined if the implant got exposed to electrocautery during the implant procedure. Due to the signature and timing of the damage, asic u2 most likely got exposed to electrocautery during the implant procedure causing damage to the asic that resulted in the reduced battery longevity. Per the physicians implant manual, electrocautery can transfer destructive current into the dbs leads and, or stimulator. The complaint of early end of service message was confirmed through product analysis. The probable cause was traced to unintended use error caused or contributed to event.

Event description:
It was reported that the early replacement indicator displayed on the patients remote approximately 7 months after being implanted. The transition period between receiving this message and the end of service message was approximately 1 week. Physician stated that there were no issues with stimulation and no early replacement indicator message when the patient was seen a month ago. An analysis of the database downloaded from the ipg revealed that it was operating within normal specifications. Patient underwent a revision procedure. No further information has been reported.